Event description:
The customer reported that falsely elevated ammonia (amm) or lactate results were generated on a unicel dxc 600 synchron system for two patients. Beckman coulter inc. Assessment of customer supplied data indicated the generation of a falsely elevated ammonia patient result, which upon multiple repeat on the original, as well as an alternate instrument, recovered lower. Additionally a second patient's initial lactate result was erroneously elevated, and upon repeat on the original, as well as an alternate instrument, recovered lower. The repeat amm and lactate results were regarded as valid and one of the repeat amm and lactate results was reported outside of the laboratory. The initial erroneous amm and lactate results were not reported out of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument maintenance was up to date. The customer has replaced the cartridge chemistry sample probe suspecting a sampling issue but this did not resolve the issue. Beckman coulter inc. Assessment of customer supplied quality control data indicated no problems with amm or lactate quality control prior to the event. There was no indication of calibration problems either. The samples were plasma samples which were tested the same day as collection. The samples were centrifuged at room temperature at four hundred revolutions per minute for ten minutes prior to testing.

Manufacturer narrative:
Service was not dispatched to the site as it was resolved via beckman coulter inc. Led customer troubleshooting. The beckman coulter inc. Representative instructed the customer to perform the "as needed maintenance" of flushing the reagent probe with fifty milliliters of wash concentrate ii and rinsing with distilled water. This was followed by a priming of the instrument. Upon completing this task the customer calibrated the instrument and executed acceptable quality control assessments for these assays. No new issues have been noted since this event. The failure mode appears to be a dirty reagent probe.